Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified obtuse marginal and right coronary artery. The patient presented with a st elevated myocardial infarction (stemi). A pilot 50 guide wire was being used when the guide wire met resistance during advancing and felt weird, so it was removed from the anatomy. The physician felt that the guide wire had separated; although when removed from the anatomy it appeared to be in one piece. The procedure was successfully completed with a new guide wire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.